Event description:
It was reported that this pacemaker exhibited interrogation difficulties. Data was consulted, and it was found that this pacemaker reverted to safety mode. As a result, this device was successfully explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis. Additional information was received, this device is not expected to be returned to boston scientific, since it was retained by the explanting hospital. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited interrogation difficulties. Data was consulted, and it was found that this pacemaker reverted to safety mode. As a result, this device was successfully explanted and replaced. Other than the procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.